Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue started on (B)(6) 2013, at 4pm. The patient informed the cca that he manages his diabetes with insulin; however, denied taking any action regarding his usual diabetes management in response to the power issue. The patient reported feeling shaky 30 minutes after the issue started, but denied receiving medical treatment. At the time of troubleshooting, the cca noted that the subject meter would power on when a test strip was inserted; however, would not power on manually when a button was pressed. The alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (10/15/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. A DHR (device history record) was completed on 03/28/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.